Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malpositioned essure coils / right essure coil is outside of the fallopian tube") in a 39 year-old female patient who had essure inserted (lot no. C91770) for female sterilisation. The patient had a medical history of endometriosis, bunionectomy, menorrhagia, nabothian cyst, vaginal cyst, premenstrual syndrome, pelvic pain, suprapubic pain, left lower quadrant pain, haemorrhage abnormal, vaginal odor, sleep disorder, anxiety disorder, constipation, migraine, suicidal ideation, depression, mood swings, bacterial vaginosis, uterine cramps, weight gain, parity 2, gravida ii, genital bleeding and pelvic pain. Previously administered products included: nexplanon for amenorrheic, morphine for rash and mirena, oral contraceptive nos and ibuprofen. The patient had a family history of breast cancer, ovarian cancer, skin cancer, alcoholism, arthritis and diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2384 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-no right number of coils: 5 left number of coils: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: mildly prominent mesenteric lymph nodes. Mesenteric adenitis may be considered. Bilateral fallopian tube coils, questionably malpositioned on the right. [Gynaecological examination] on (B)(6) 2017: lmp: (B)(6) 2017 her menses occur every ¿variable¿, lasting ¿variable¿, with and pain of 4 on a 0-10 scale trying to avoid pregnancy now and she is using essure for contraception. And llq and suprapubic pain sti screen for gc/CT and vaginitis panel to eval for trichomonas and possible recurrent bv infections both ovaries are sonographically normal in appearance. The essure device on the right appears to be positioned outside of the fallopian tube. [Gynaecological examination] on (B)(6) 2017: lmp: (B)(6) 2017 her menses occur every ¿variable¿, lasting ¿variable¿, with and pain of 4 on a 0-10 scale trying to avoid pregnancy now and she is using essure for contraception. And llq and suprapubic pain sti screen for gc/CT and vaginitis panel to eval for trichomonas and possible recurrent bv infections both ovaries are sonographically normal in appearance. The essure device on the right appears to be positioned outside of the fallopian tube. [Hysterosalpingogram] on (B)(6) 2015: right essure device inner coil has its proximal extent 3 mm from the uterine-tubal junction, and the right tube is occluded. Left essure device inner coil has its proximal extent 6 mm from the uterine-tubal junction, and the left tube is occluded. Impression: location of bath essure devices is satisfactory, and both tubes are occluded [pathology test] on (B)(6) 2021: final diagnosis: a. Fallopian tubes, right and left, salpingectomy - fallopian tube #1: complete cross-sections of fallopian tube, including fimbriated end, with no diagnostic abnormality - fallopian tube #2: complete cross-sections of fallopian tube, including fimbriated end, with coiled metallic wire consistent with essure coil; otherwise, no diagnostic abnormality - separately received coiled metallic wire consistent with essure coil (see gross description for details) b. Uterus, serosa, biopsy: - fragment of benign smooth muscle with focal fibrosis - multiple deeper levels examined - negative for malignancy [pregnancy test] on (B)(6) 2015: hcg: negative tubal ostia visualized bilateral: yes successful device placement-right yes number of coils: 5 successful device placement-left yes number of coils: 2 [ultrasound scan] (date unknown): malpositioned right essure coil, possibly malpositioned left essure coil. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.. Device dislocation. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "medical device removal updated to device dislocation" lot number added, reporters information, medical history and surgical pathological reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / malpositioned essure coils / right essure coil is outside of the fallopian tube") in a 39 year-old female patient who had essure inserted (lot no. C91770) for female sterilisation. The patient had a medical history of endometriosis, bunionectomy, menorrhagia, nabothian cyst, vaginal cyst, premenstrual syndrome, pelvic pain, suprapubic pain, left lower quadrant pain, haemorrhage abnormal, vaginal odor, sleep disorder, anxiety disorder, constipation, migraine, suicidal ideation, depression, mood swings, bacterial vaginosis, uterine cramps, weight gain, parity 2, gravida ii, genital bleeding and pelvic pain. Previously administered products included: explain for amenorrheic, morphine for rash and mirena, oral contraceptive nos and ibuprofen. The patient had a family history of breast cancer, ovarian cancer, skin cancer, alcoholism, arthritis and diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, 2384 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: more than one related surgery-no right number of coils: 5 left number of coils: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2021: mildly prominent mesenteric lymph nodes. Mesenteric adenitis may be considered. Bilateral fallopian tube coils, questionably malpositioned on the right. [Gynaecological examination] on (B)(6) 2017: lmp: (B)(6) 2017 her menses occur every ¿variable¿, lasting ¿variable¿, with and pain of 4 on a 0-10 scale trying to avoid pregnancy now and she is using essure for contraception. And llq and suprapubic pain sti screen for gc/CT and vaginitis panel to eval for trichomonas and possible recurrent bv infections both ovaries are sonographically normal in appearance. The essure device on the right appears to be positioned outside of the fallopian tube. [Gynaecological examination] on (B)(6) 2017: lmp: (B)(6) 2017 her menses occur every ¿variable¿, lasting ¿variable¿, with and pain of 4 on a 0-10 scale trying to avoid pregnancy now and she is using essure for contraception. And llq and suprapubic pain sti screen for gc/CT and vaginitis panel to eval for trichomonas and possible recurrent bv infections both ovaries are sonographically normal in appearance. The essure device on the right appears to be positioned outside of the fallopian tube. [Hysterosalpingogram] on (B)(6) 2015: right essure device inner coil has its proximal extent 3 mm from the uterine-tubal junction, and the right tube is occluded. Left essure device inner coil has its proximal extent 6 mm from the uterine-tubal junction, and the left tube is occluded. Impression: location of bath essure devices is satisfactory, and both tubes are occluded [pathology test] on (B)(6) 2021: final diagnosis: a. Fallopian tubes, right and left, salpingectomy fallopian tube #1: complete cross-sections of fallopian tube, including fimbriated end, with no diagnostic abnormality fallopian tube #2: complete cross-sections of fallopian tube, including fimbriated end, with coiled metallic wire consistent with essure coil; otherwise, no diagnostic abnormality -separately received coiled metallic wire consistent with essure coil (see gross description for details) b. Uterus, serosa, biopsy: fragment of benign smooth muscle with focal fibrosis multiple deeper levels examined negative for malignancy [pregnancy test] on (B)(6) 2015: hcg: negative tubal ostia visualized bilateral: yes successful device placement-right yes number of coils: 5 successful device placement-left yes number of coils: 2 [ultrasound scan] (date unknown): malpositioned right essure coil, possibly malpositioned left essure coil. Lot numberc91770 manufacture date2014-08 expiration date 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.